Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump has a crack. The customer mentioned that there was a piece of plastic that was flapping and now half of the ring is broken off. The location of the damage is on the reservoir compartment lip. The customer mentioned a crack in the face of the screen as well. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with deep scratches on the display window, a cracked reservoir tube and broken reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir could not lock/click in place.